Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii". Device remains implanted.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fluids, a flat crease. A leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional/changed and/or corrected data : b.5., d.6b., d.9., g.1., h.3., h.6.

Event description:
Device has been explanted.